Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA on 04/21/2011.

Event description:
The customer reported "once the x-rays were enabled, customer weren't any fluoroscopy or acquisition."